Manufacturer narrative:
(B)(4). This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this device recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. Replacement was recommended. Reportedly, this device was surgically explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product was not returned. The "cause not established" conclusion was selected because analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. If the product is returned, analysis would be performed and this report would be updated at that time. The product was eventually returned and device analysis was performed, destructive physical analysis of the battery did not find any issue. The "cause not established" conclusion code was selected based on the observation of a failure mode (defect, malfunction or abnormal damage). However, probable cause could not be determined because the hybrid current was normal on return, and analysis of the battery found no issues.

Event description:
It was reported that this device recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. Replacement was recommended. Reportedly, this device was surgically explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product was not returned. The "cause not established" conclusion was selected because analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this device recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. Replacement was recommended. Reportedly, this device was surgically explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.